Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon noticed small quantities of metal debris prior to surgery.

Manufacturer narrative:
This medwatch is missing an initial report in sequence, therefore medwatch# 0002648920-2017-00453 was created to address this.